Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the patient began experiencing pain in the right arm at the site of sensor placement, prompting removal of the sensor. Two days later, on (B)(6) 2025 , the patient continued to experience pain and sought evaluation at the emergency room. At the emergency room (ER), an x-ray was performed (results not reported), and the patient was treated with unspecified pain relievers, muscle relaxants, and a topical pain relief cream. The patient was discharged home after approximately three hours. At the time of the report, the patient remained ¿fine and stable¿ but continued to experience pain in the right arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.